Manufacturer narrative:
(B)(4) for the reported event of clip failed to release from the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly fully deployed and not returned. The control wire was separated per design. A kink was noted in the control wire. The coil was bent at the bushing and stretched at the handle. The slider cover was also missing. The complaint that the clip failed to release from the catheter was not confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. The clip was unable to be reopened and had to be pulled off the tissue resulting in tissue tear. Another resolution clip was used to close the tissue tear and complete the procedure. There was no damage noted with the device prior to use. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. The clip was unable to be reopened and had to be pulled off the tissue resulting in tissue tear. Another resolution clip was used to close the tissue tear and complete the procedure. There was no damage noted with the device prior to use. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine.